Event description:
It was reported the patient stopped charging their ipg. As a result, the ipg became inoperable. In turn, the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.